Event description:
Dealer states that a complaint form has been done. Contacted chu and they had no info. Dealer states problems with legs or so she thinks as chu didn't give her information when calling her.